Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's airflow was low. The user experienced difficulty in breathing and low oxygen saturation. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, the filter was clogged with something like dust. The active exhalation control module valve, blower motor and 43-micron filter needs replaced to address the issues.  The device's 43-microns filter was replaced to address the issue, so the active exhalation control module which was supposed to be replaced was not replaced.

Event description:
The manufacturer received information alleging a ventilator's airflow was low. The user experienced difficulty in breathing and low oxygen saturation. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, the filter was clogged with something like dust. The active exhalation control module valve, blower motor and 43-micron filter needs replaced to address the issues.